Event description:
Pt experiencing increased pain with ambulation. History of left total knee 2.5-3 years ago. Failed taler component left total knee/revision of left total ankle with removal of revision of talar side and insertion of a new bearing by use of a stem talar, component fusion of subtalar joint, removal of 2 screws from fibula, open lengthening of posterior capsule and the posterior percutaneous heel cord lengthening.